Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("I was told the coils were not where it was supposed to be") and allergy to metals ("nickel allergy") in an adult female patient who had essure (batch no. B97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, hair loss, hives, abdominal bloating, anxiety, exhaustion, insomnia, period pains, migraine, heavy periods, vaginal discharge, weight gain, dizziness, headache, blurred vision, shortness of breath, weakness, memory loss, rheumatoid arthritis, swollen glands, chest pain, blood pressure high, amenorrhea and body mass index normal. Concomitant products included colecalciferol (vitamin d), lactobacillus acidophilus (microgenics probiotic 8) and multivitamin. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ heavier periods"), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourrse)"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with urticaria and rash, general physical health deterioration ("my health has changed for the worse"), anxiety ("anxiety"), abdominal distension ("bloating"), insomnia ("insomnia"), disturbance in attention ("concentration problems / couldn't focus"), abdominal discomfort ("phantom flutters in lower abdomen"), vulvovaginal pruritus ("itchiness at entry inside vagina"), feeling abnormal ("brain fog"), memory impairment ("kept forgetting things"), mental impairment ("delayed reaction"), weight increased ("weight gain") and gastrointestinal disorder ("digestive / gastrointestinal system or condition type"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (essure implant removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, anxiety, abdominal distension, disturbance in attention, feeling abnormal, memory impairment and mental impairment had resolved, the device dislocation, general physical health deterioration, hypersensitivity, alopecia, hormone level abnormal, migraine, headache, vaginal discharge, insomnia, abdominal discomfort, vulvovaginal pruritus, weight increased and gastrointestinal disorder outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal discomfort, abdominal distension, allergy to metals, alopecia, anxiety, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, general physical health deterioration, headache, hormone level abnormal, hypersensitivity, insomnia, memory impairment, menorrhagia, mental impairment, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: postoperative diagnosis: chronic salpingitis associated with foreign body x2 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: bilateral fallopian tube occlusion,essure in place ultrasound scan vagina - on (B)(6) 2014: bilateral essure in proper cornua placement on (B)(6) 2016 pathology test revealed, specimen consists of a single segment of right fallopian tube measuring 2.8 cm in length by 0.7 cm in maximal diameter. Protruding out from one end of the specimen is a silver metallic coiled wire and a silver metallic smooth wire. The coiled wire measures 2.6 cm in length by 0.2 cm in diameter and the smooth wire measures 1.3 cm in length by 0.1 cm in aggregate. Both wires extend to within 1.7 cm of the specimen. B) specimen consists of a single segment of left firm fallopian tube measuring 1.7 cm in length by 0.6 cm in maximal diameter. Also received within the same container is a shiny silver metallic coiled wire measuring 8.1 cm in length by 0.1 cm in diameter. Attached at one end of the wire is second silver metallic coiled wire measuring 1.9 cm in length by 0.2 cm in diameter. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hair loss,lots of anxiety,rash/ hives, nickel allergy most recent follow-up information incorporated above includes: on (B)(6) -2018: event weight fluctuations was replaced with weight gain, device dislocation, gastrointestinal or digestive disorder, rashes were added. Lab data, concomitant drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") in a female patient who had essure (batch no. B97495) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, hair loss, hives, bloating, anxiety, exhaustion, insomnia, period pains, migraine, heavy periods, vaginal discharge, weight gain, dizziness, headache, blurred vision, shortness of breath, weakness, memory loss, rheumatoid arthritis, swollen glands, chest pain, blood pressure high and amenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and general physical health deterioration ("my health has changed for the worse"). The patient was treated with surgery (essure implant removed on (B)(6) 2016. Essure was removed on 6-apr-2016. At the time of the report, the allergy to metals and general physical health deterioration outcome was unknown. The reporter considered allergy to metals and general physical health deterioration to be related to essure. The reporter commented: postoperative diagnosis: chronic salpingitis associated with foreign body x2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 9-mar-2016: bilateral fallopian tube occlusion,essure in place ultrasound scan vagina - on 5-sep-2014: bilateral essure in proper cornua placement. Most recent follow-up information incorporated above includes: on 29-mar-2018: mr received: reporter, all concomitant diseases updated. Product lot number added. This non-medically confirmed, spontaneous case report refers to a female consumer who had nickel allergy after essure (fallopian tube occlusion insert) insertion. Upon follow-up receipt, case became legal. It came known that essure was removed almost two years after its insertion. This event is anticipated according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity. In this particular case, limited information was provided. However, considering event's nature; causality with the suspect insert cannot be excluded. This case was considered as incident, since device removal was required. (Formely not regarded as incident). Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. An updated product technical assessment has been requested. Further information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and allergy to metals ("nickel allergy") in an adult female patient who had essure (batch no. B97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, hair loss, hives, abdominal bloating, anxiety, exhaustion, insomnia, period pains, migraine, heavy periods, vaginal discharge, weight gain, dizziness, headache, blurred vision, shortness of breath, weakness, memory loss, rheumatoid arthritis, swollen glands, chest pain, blood pressure high, amenorrhea and body mass index normal. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ heavier periods"), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), urticaria ("hives"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain / loss"). On an unknown date, the patient experienced pelvic pain and allergy to metals (seriousness criteria medically significant and intervention required), general physical health deterioration ("my health has changed for the worse"), anxiety ("anxiety"), abdominal distension ("bloating"), insomnia ("insomnia"), disturbance in attention ("concentration problems / couldn't focus"), abdominal discomfort ("phantom flutters in lower abdomen"), vulvovaginal pruritus ("itchiness at entry inside vagina"), feeling abnormal ("brain fog"), memory impairment ("kept forgetting things") and mental impairment ("delayed reaction"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (essure implant removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, general physical health deterioration, vaginal haemorrhage, menorrhagia, hypersensitivity, dyspareunia, alopecia, hormone level abnormal, migraine, headache, vaginal discharge, weight fluctuation, insomnia, abdominal discomfort and vulvovaginal pruritus outcome was unknown, the allergy to metals, fatigue, anxiety, urticaria, abdominal distension, disturbance in attention, feeling abnormal, memory impairment and mental impairment had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal discomfort, abdominal distension, allergy to metals, alopecia, anxiety, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, general physical health deterioration, headache, hormone level abnormal, hypersensitivity, insomnia, memory impairment, menorrhagia, mental impairment, migraine, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight fluctuation to be related to essure. The reporter commented: postoperative diagnosis: chronic salpingitis associated with foreign body x2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: bilateral fallopian tube occlusion,essure in place. Ultrasound scan vagina - on (B)(6) 2014: bilateral essure in proper cornua placement. Most recent follow-up information incorporated above includes: on 21-mar-2018: plaintiff fact sheet- all relevant medical history, concurrent condition, concomitant medication, were added. Events abnormal bleeding (vaginal, menorrhagia),hypersensitivity reaction, dysmenorrhea, dyspareunia, fatigue, hair loss, hormonal changes, migraines/headaches, nickel allergy, pain, anxiety, hives, vaginal discharge, weight gain/loss, bloating, fatigue, insomnia, concentration problems, heavier periods, , phantom flutters in lower abdomen, itchiness at entry and inside vagina, kept forgetting things, delayed reaction, couldn't focus were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a female consumer of unspecified age and describes the occurrence of allergy to metals ("nickel allergy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and general physical health deterioration ("my health has changed for the worse"). The patient was treated with surgery (essure implant removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals and general physical health deterioration outcome was unknown. The reporter considered allergy to metals and general physical health deterioration to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on (B)(6) 2017: legal claim received. Case was upgraded to incident. She had surgery to remove the essure implant. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4) , and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had nickel allergy after essure (fallopian tube occlusion insert) insertion. Upon follow-up receipt, case became legal. It came known that essure was removed almost two years after its insertion. This event is anticipated according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity. In this particular case, limited information was provided. However, considering event's nature; causality with the suspect insert cannot be excluded. This case was considered as incident, since device removal was required. (Formely not regarded as incident). Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. An updated product technical assessment has been requested. Further information is expected only through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("I was told the coils were not where it was supposed to be") and allergy to metals ("nickel allergy") in an adult female patient who had essure (batch no. B97495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, hair loss, hives, abdominal bloating, anxiety, exhaustion, insomnia, period pains, migraine, heavy periods, vaginal discharge, weight gain, dizziness, headache, blurred vision, shortness of breath, weakness, memory loss, rheumatoid arthritis, swollen glands, chest pain, blood pressure high, amenorrhea and body mass index normal. Concomitant products included colecalciferol (vitamin d), lactobacillus acidophilus (microgenics probiotic 8) and multivitamin. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ heavier periods"), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourrse)"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with urticaria and rash, general physical health deterioration ("my health has changed for the worse"), anxiety ("anxiety"), abdominal distension ("bloating"), insomnia ("insomnia"), disturbance in attention ("concentration problems / couldn't focus"), abdominal discomfort ("phantom flutters in lower abdomen"), vulvovaginal pruritus ("itchiness at entry inside vagina"), feeling abnormal ("brain fog"), memory impairment ("kept forgetting things"), mental impairment ("delayed reaction"), weight increased ("weight gain") and gastrointestinal disorder ("digestive / gastrointestinal system or condition type"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (essure implant removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, anxiety, abdominal distension, disturbance in attention, feeling abnormal, memory impairment and mental impairment had resolved, the device dislocation, general physical health deterioration, hypersensitivity, alopecia, hormone level abnormal, migraine, headache, vaginal discharge, insomnia, abdominal discomfort, vulvovaginal pruritus, weight increased and gastrointestinal disorder outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal discomfort, abdominal distension, allergy to metals, alopecia, anxiety, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, general physical health deterioration, headache, hormone level abnormal, hypersensitivity, insomnia, memory impairment, menorrhagia, mental impairment, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: postoperative diagnosis: chronic salpingitis associated with foreign body x2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: bilateral fallopian tube occlusion,essure in place ultrasound scan vagina - on (B)(6) 2014: bilateral essure in proper cornua placement on (B)(6) 2016 pathology test revealed, specimen consists of a single segment of right fallopian tube measuring 2.8 cm in length by 0.7 cm in maximal diameter. Protruding out from one end of the specimen is a silver metallic coiled wire and a silver metallic smooth wire. The coiled wire measures 2.6 cm in length by 0.2 cm in diameter and the smooth wire measures 1.3 cm in length by 0.1 cm in aggregate. Both wires extend to within 1.7 cm of the specimen. B) specimen consists of a single segment of left firm fallopian tube measuring 1.7 cm in length by 0.6 cm in maximal diameter. Also received within the same container is a shiny silver metallic coiled wire measuring 8.1 cm in length by 0.1 cm in diameter. Attached at one end of the wire is second silver metallic coiled wire measuring 1.9 cm in length by 0.2 cm in diameter. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hair loss,lots of anxiety,rash/ hives, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.